Event description:
It was reported that the scopes screen became dark during angulation operation. The issue was found during set up for an unknown procedure. No harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that physical stress was applied to the insertion part, causing damage to the imaging cable and resulting in the occurrence of this incident. It was also noted that the coating on the insertion section serpentine tube was peeling off. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.